Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The technician noted, "the helix did not extend due to driveshaft lug being stuck on the retraction stop."

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had to be repositioned several times due to poor r-waves. Fluoroscopy revealed that the screw did not come out properly anymore. Tissue attached in the screw mechanism was suspected. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.